Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm following a system check with tandem technical support. Customers blood glucose (bg) was high, however a specific value was not provided. Customer addressed the bg level with a manual injection.